Event description:
We are a clinical pharmacy. We clean and test the pumps "in house" before we send them out for patient use. During testing, the pump did not pass the flow rate portion of the test. No patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate testing. No adverse patient effects were reported.